Manufacturer narrative:
(B)(4). Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error alarm confirmed in the pump history due to broken trace. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and high blood glucose level. Customer was able to clear the alarm. Customer was able to complete pump rewind and self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.